Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 07.702.016s. Lot: 1l53450. Manufacturing site: (B)(4). Release to warehouse date: november 10, 2021. Expiration date: november 01, 2024. Supplier: osartis gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a vertebroplasty procedure on (B)(6) 2022, it was only possible to fill the cement into the syringe using great force; the pressure was much higher than normal. Procedure was completed successfully with a delay of five minutes. There was no patient consequence. This report is for a sistema de cemento vertecem v+ . Esteril. This is report 1 of 1 for (B)(4).